Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that more than 5 years post implant this right ventricle (rv) lead, the lead was explanted and replaced due to erratic bipolar and high impedance measurements. At explant, the physician reported a tight bend in the pocket with visible insulation damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was now returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.